Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found sensor retracted inside sensor and broken. The broken part was missing. It was unable to be confirmed that the customer received sensor damaged due to customer having returned the sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensors. The customer states she threw one of the sensors away and the other gave sensor error and weak signal. The customer's blood glucose level at the time of incident was 155mg/dl. Troubleshoot was conducted. There were no obvious issues with the sensor. The sensor was replaced and returned for analysis.